Event description:
The following information was reported: late bleed. The patient had been in unit bed for over one hour and a hematoma (less than 6 cm) was noticed forming. The physician was called in to assess. He held pressure for an unknown time and a femostop was applied for several hours. The patient was discharged as normal on (B)(6) 2014. The patient was not hospitalized due to the mynx. The doctor's opinion is that the late bleed may have been caused from mishandling of the mynx temperature at the hospital. Procedure type: left heart cath vessel size: right common femoral artery stick location: r common femoral artery sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1416401) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the most likely root cause of the reported event could have been due to mishandling of the mynx's storage temperature. It was reported that the devices were stored at temperatures above 85 degrees fahrenheit. The storage area is 4 miles from the hospital and the mynx devices are brought over in an un-air conditioned truck that sits for hours before it's unloaded. (B)(4).